Event description:
When I removed the tampon, the string broke off a little [device breakage]. Case narrative: consumer reported via phone that when she removed the tampon the string broke off a little. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
When I removed the tampon, the string broke off a little [device breakage] case narrative: consumer reported via phone that when she removed the tampon the string broke off a little. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.